Event description:
The hcp reported a pump volume discrepancy. The expected reservoir volume (evr) was 5.5 ml, but the actual reservoir volume (arv) was 13 ml. The patient experienced an increase in their pain. The hcp is considering device troubleshooting options. The final patient outcome is unknown. The drug contained in the pump is unknown. Additional information has been requested, but was not available at the time of this report.